Event description:
The surgeon was performing a total hip arthroplasty on (B)(6) 2012 with the assistance of the robotic arm interactive orthopedic sys (rio). The surgeon had a difficult time positioning reamer in accordance with the visual display. The surgeon determined that the proper course of action was to finish the case manually. The procedure was completed successfully and the surgeon was satisfied with the outcome.

Manufacturer narrative:
As part of normal complaint f/u an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the investigation revealed that the root cause is due to the surgical technique utilized by the surgeon. The angle of the skin incision is made at may cause the rio's offset reamer to impinge on the pt's soft tissue.